Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter of the event to obtain additional relevant information. The reporter reassured that no harm had been caused to the patient as a result of the reported event and no medical intervention was required to preclude any injury. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: 27-sep-2017 and installed at the customer's facility on 20-dec-2017. A review of pulse 120h product risk file shows this is an recognized risk ((B)(4)) "footswitch switch failure" which have the potential to lead to permanent injury resulting in permanent impairment.the risk has been characterized and documented as acceptable within a full risk assessment. Although no injury was reported, this malfunction might lead to serious injury should it recur, and in an abundance of caution, lumenis is reporting this malfunction. A review and analysis of all available information failed to determine a root cause at this time, however the subject foot-switch is expected to be returned to the manufacturer for evaluation. Upon return, once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that their pulse 120h laser system continued to fire even after releasing the foot-switch "after letting go of the left switch-off switch, the laser switched off only with a delay". The procedure was completed successfully, no injury was reported to have happened, and no medical intervention was required to preclude any injury. The foot-switch has since been removed from service.

Manufacturer narrative:
The footswitch was received at lumenis hq on 29-oct-2019, and upon initial evaluation/testing, were unable to duplicate the "footswitch sticking" reported in the complaint. It was sent to the manufacturer, for a complete breakdown and analysis. The manufacturer, sent back their completed analysis report. They concluded: "when pressing the foot pedal, it is found that the white plastic component is a bit jammed. When the white component is taken out and pressed separately, the problem of reset delay occurs, as shown in figure 1. The movable rod is lack of grease and dry. There is burr on the end face edge of plastic parts, which is not cleaned." The manufacturer concluded to recheck all finished parts, and "feed back the bad condition to the assembly workshop, and require strict control on the removal of shaft sleeve burr." The manufacturer's corrective action involves being more careful and improving manufacturing workmanship. Following this, lumenis has opened a scar no.(B)(4), to assure that the manufacturer conducts their corrective action. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).